Event description:
It was reported that the right ventricular (rv) lead contains a fracture. The lead exhibited high impedance, oversensing, and delivered inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Beginning (B)(4) 2014, the rv coil impedance measured >200 ohms. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4) 2014, the rv pacing impedance was greater than and consistently stayed above 2500 ohms. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(4) 2014, the sic count reported 90 non-physiologic intervals.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, ICD, implanted: (B)(6) 2009; 419588, lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis indicated no anomalies were found, and all electrical testing was within specified parameters. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.